Manufacturer narrative:
Corrected section: h10 investigation summary; h6 results and conclusion codes changed to no device problem found/no problem detected updated sections: d4 (UDI#), g4,g7,h2,h10. Tw# (B)(4). The delivery device was returned for evaluation on 09oct2019 and investigated on 26nov2019. A visual inspection was conducted. Photographs from the account shows that the white plunger of the delivery device was pressed down and the tension spring assembly is still stuck in the delivery tube. Signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed to be in the delivery tube. The seal was observed to partially out of the tip of the delivery tube in an unwrapped state. The seal and tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to deploy from delivery device into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The delivery device was returned for evaluation on 09oct2019 and investigated on 26nov2019. A visual inspection was conducted. Photographs from the account shows that the white plunger of the delivery device was pressed down and the tension spring assembly is still stuck in the delivery tube. Signs of clinical use and evidence of blood was observed. The seal and tension spring assembly was observed to be in the delivery tube. The seal was observed to partially out of the tip of the delivery tube in an unwrapped state. The seal and tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the evidence that the white plunger was pressed down and the tension spring assembly is still stuck in the delivery tube, the reported failure "activation problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to deploy from delivery device into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) failed to deploy from delivery device into aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.